Event description:
It was reported, "the family came because blood had leaked back into the port tube. The fabric around the tube was wet, as was the t-shirt. After pulling and re-piercing, the port was completely obstructed. At first nothing worked with a second needle until a large coagulum could be removed via the gripper and a little later the rest (catheter from the ventricle towards the vessel) was also passable again with heparin. We are currently keeping him hospitalized overnight, the interruption will certainly have lasted longer than 4 hours, which was not good for the child." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the family came because blood had leaked back into the port tube. The fabric around the tube was wet, as was the t-shirt. After pulling and re-piercing, the port was completely obstructed. At first nothing worked with a second needle until a large coagulum could be removed via the gripper and a little later the rest (catheter from the ventricle towards the vessel) was also passable again with heparin. We are currently keeping him hospitalized overnight, the interruption will certainly have lasted longer than 4 hours, which was not good for the child." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking tubing was confirmed. The product returned for evaluation was one 22 g safestep infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed; however, the exact cause is unknown. Two photographs of a 22 g safestep infusion set were returned for evaluation. An initial visual observation of the photographs showed a circumferential split in the tubing next to the luer hub. Use residue was observed on and within the returned sample. No other damaged was observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported, "the family came because blood had leaked back into the port tube. The fabric around the tube was wet, as was the t-shirt. After pulling and re-piercing, the port was completely obstructed. At first nothing worked with a second needle until a large coagulum could be removed via the gripper and a little later the rest (catheter from the ventricle towards the vessel) was also passable again with heparin. We are currently keeping him hospitalized overnight, the interruption will certainly have lasted longer than 4 hours, which was not good for the child." No other information was provided.